Manufacturer narrative:
The customer¿s complaint that the ¿pole clamp helicoil is starting to separate¿ was confirmed through visual inspection. Of the 4 pole clamps: the helicoil of 2 have completely disengaged from the tapped hole. The helicoil of the other 2 pole clamps are partially disengaged from the tapped hole. Scar # (B)(4) was opened to investigate pole clamp failure. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
It was reported that the pole clap heli-coil screw is starting to separate. The customer stated it was noticed during preventive maintenance. There was no patient involvement.